Event description:
The account alleged that the head section will not raise. No report of injury.

Manufacturer narrative:
The account stated that the head section is flat. The technician asked the account to check the coil and the value. The account replaced the head up valve to resolve this issue.